Event description:
Reporter alleged blood glucose measured 398, 199, & 189 mg/dl when all tests were performed back to back within 10 minutes. Customer stated not having any symptoms at the time of the comparison. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.